Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient confirmed that the skin irritation worsened, and the physician asked to see pictures of the skin irritation. Follow up indicated that the patient removed the lifevest and the skin irritation improved. It's unclear if the physician advised the patient to remove the lifevest due to the skin irritation. Reporting out of the abundance of caution.